Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, faded end cap address label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that ring on top of reservoir compartment is broken. Reservoir can still lock into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.